Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac defibrillator was post-paced t-wave oversensing on the ventricular lead. The oversensing was noted on a stored electrogram. The patient did not receive therapy during the oversensing. Programming changes were discussed. No intervention had been performed. The patient remained stable.